Event description:
Seal on 3 lids of jug would not hold. All same lot. Air leak audible when applying suction. Lid checked and it was on correctly. Sales representative notified and picked up omni jugs.